Manufacturer narrative:
The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.

Event description:
The caller alleged a variance between the inratio inr result in comparison to the lab inr result. The results were as follows: (B)(6) 2015 lab inr=5.5; inratio=2.5. Patient self tester's therapeutic range is: 2.0-3.0.